Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that his sensor glucose was 66 mg/dl but his blood glucose was 583 mg/dl. Troubleshooting was declined. The customer stated he had eaten fatty foods and did not bolus for them. The insulin pump was not returned for analysis.